Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) is on standby. There was no patient harm reported.